Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected the reservoirs o-rings/stopper groove for anomalies. None were found. Ran a basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Then installed the reservoir and connector into an insulin pump, and the reservoir did not leak.

Event description:
It was reported insulin was leaking out of the needle tip of the infusion set even though the plunger rod and the reservoir were separated. Customer noticed the leak when customer was placing in quick serter. Customer did not know blood glucose level. No further information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.